Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the lead found the distal tip of the lead was bent (new out of the box).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead tip was bent out of box when the doctor went to use the lead on the day of report. The lead was never implanted.